Event description:
It was reported that the radiofrequency (rf) head "did not work." The rf head was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the rf head would not work, as a result the cable was replaced to correct the issue. It was also noted that the lens was cracked and the label was missing the backing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.